Event description:
It was reported that three anchors split and did not fully seat during a shoulder procedure; one of the three broke when it was malleted. The implants were retrieved as much as possible but some fragments were retained in the pt. During a right shoulder bankart case, it was reported that the guide was used: the holes were drilled to the proper depth. The surgeon inserted the implants by hand then malleted them the rest of the way. Two anchors (the first and fourth) seated well; three anchors (the second, third, and fifth implants) split open/broke upon impaction. The three anchors were seated approx 50%. They were retrieved as much as possible. The case was completed with more than an hour delay and with competitors implants. The pt quality of bone was reported as very hard. Follow-up with the rptr provided info that all 5 anchors used were from the same lot. The pt current condition is fine. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The retrieved devices were requested for eval but were reported as discarded, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is the very hard bone encountered. Other potential causes for this type of event included improper bone preparation (i.e. Hole too small), not inserting the implant perpendicular to the bone, prying/leveraging the driver while the implant is still loaded, and/or use of excessive force (malleting) to seat the implant. Device surgical technique states to insert "into bone by gentle impaction". This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event rptr. If additional relevant info is obtained from the investigation, a follow up report will be submitted.